Manufacturer narrative:
E1 initial reporter facility name: (B)(6) hospital. E1 initial reporter phone: (B)(6). H6 device codes: corrected.

Event description:
It was reported that a catheter issue occurred and the procedure was cancelled. The target lesion was located in the main trunk left anterior descending artery. The opticross hd imaging catheter was advanced for ultrasound examination of the target lesion. The catheter showed no image and was not recognized by the system. The device was withdrawn and reinserted, but it still could not show the image. The procedure was not completed due to this event. The patient condition following the procedure was stable. It was further reported that the lesion had 70% stenosis with moderate tortuosity and moderate calcification. The patient had not been sedated prior to the procedure. It was confirmed that only the imaging procedure was cancelled. The patient was treated as planned, with a stent implanted.

Manufacturer narrative:
E1 initial reporter facility name: (B)(6). E1 initial reporter phone: (B)(6). H6 impact codes: corrected the device was returned for analysis. Visual inspection revealed no issues; the device appeared to be in good condition. No damage or failures were observed on the ccp (catheter code pcba) board assembly. Impedance testing revealed no issues. Image characterization testing showed a clear, square image on the ilab system. The catheter was properly recognized by the imaging system when plugged into the motor drive unit, and no connection issues or errors were detected during testing.

Event description:
It was reported that a catheter issue occurred and the procedure was cancelled. The target lesion was located in the main trunk left anterior descending artery. The opticross hd imaging catheter was advanced for ultrasound examination of the target lesion. The catheter showed no image and was not recognized by the system. The device was withdrawn and reinserted, but it still could not show the image. The procedure was not completed due to this event. The patient condition following the procedure was stable. It was further reported that the lesion had 70% stenosis with moderate tortuosity and moderate calcification. The patient had not been sedated prior to the procedure. It was confirmed that only the imaging procedure was cancelled. The patient was treated as planned, with a stent implanted.

Event description:
It was reported that a catheter issue occurred and the procedure was cancelled. The target lesion was located in the main trunk left anterior descending artery. The opticross hd imaging catheter was advanced for ultrasound examination of the target lesion. The catheter showed no image and was not recognized by the system. The device was withdrawn and reinserted, but it still could not show the image. The procedure was not completed due to this event. The patient condition following the procedure was stable.

Manufacturer narrative:
E1 initial reporter facility name: (B)(6).e1 initial reporter phone: